Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9298551. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photographs of the insertion sight our engineers believe that the leakage is the result of a rapid withdrawal of the needle. This can occur due to the presence of a notch in the needle that is meant to aid in flashbacks. A slow withdrawal allows the blood to be deposited on the caudal end of the septum. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint. See h.10.

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: the patient was prepared for pulmonary cta examination on (B)(6) 2020. Before the examination, indwelling intravenous needle was placed. The puncture was successful, and the blood spatted out from the outlet of the tail needle core when the needle core was pulled out. Replace the indwelling needle with a new one.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd intima-ii" closed IV catheter system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was prepared for pulmonary cta examination on (B)(6) 2020 before the examination, indwelling intravenous needle was placed. The puncture was successful, and the blood spatted out from the outlet of the tail needle core when the needle core was pulled out. Replace the indwelling needle with a new one.